Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent incorrect size for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum during a gastrojejunostomy drainage procedure performed on (B)(6), 2024. During the procedure, a 20x10 axios stent was attempted to be used; however, after deployment, the physician noticed that the size of the stent was incorrect and instead of 20x10, the size of the stent was noted to be 8x8. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum during a gastrojejunostomy drainage procedure performed on (B)(6) , 2024. During the procedure, a 20x10 axios stent was attempted to be used; however, after deployment, the physician noticed that the size of the stent was incorrect and instead of 20x10, the size of the stent was noted to be 8x8. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to jejunum.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent incorrect size for gastrojejunostomy procedure. Block h10: an axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. A dimensional inspection was performed, and the stent was measured to be 8mmx8mm. A review of the manufacturing records for the associated lot (0032382237) confirmed that all devices in the lot met specification and were appropriately labeled prior to distribution. The manufacturing process includes controls to ensure correct kitting, issuance, and processing of stents and delivery system units for finished goods manufacturing. This includes clear identification and separation of batches at every stage of the process, including inner pack. Additionally, controls within box packing procedures ensure that the labeling on each device, both on the pouch and carton, undergoes electronic verification against the batch and upn number on the manufacturing execution system (mes). This verification confirms that the appropriate pouched and labeled finished device is correctly placed in the corresponding carton for each unit processed in each finished goods batch. There were no similar complaints (i.e., stent size incorrect) reported associated with this lot (0032382237) or any lots that were manufactured on the same date. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the device was intended to be placed during a gastrojejunostomy drainage procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. However, the use of this device in this manner would not have contributed to the reported event of stent size incorrect. Based on the available information, there is not enough evidence to determine the most probable cause of the reported event of stent size incorrect. Manufacturing record review for the associated lot (0032382237) confirmed that the device met all specifications and labeling requirements prior to distribution, and no similar complaints (i.e., stent size incorrect) have been reported associated with this lot or any lots manufactured on the same date. It is possible that the incorrect device was pulled at the healthcare facility. Therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum during a gastrojejunostomy drainage procedure performed on (B)(6) 2024. During the procedure, a 20x10 axios stent was attempted to be used; however, after deployment, the physician noticed that the size of the stent was incorrect and instead of 20x10, the size of the stent was noted to be 8x8. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to jejunum.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent incorrect size for gastrojejunostomy procedure. Block h10: an axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. A dimensional inspection was performed, and the stent was measured to be 8mmx8mm. A review of the manufacturing records for the associated lot (0032382237) confirmed that all devices in the lot met specification and were appropriately labeled prior to distribution. The manufacturing process includes controls to ensure correct kitting, issuance, and processing of stents and delivery system units for finished goods manufacturing. This includes clear identification and separation of batches at every stage of the process, including inner pack. Additionally, controls within box packing procedures ensure that the labeling on each device, both on the pouch and carton, undergoes electronic verification against the batch and upn number on the manufacturing execution system (mes). This verification confirms that the appropriate pouched and labeled finished device is correctly placed in the corresponding carton for each unit processed in each finished goods batch. There were no similar complaints (i.e., stent size incorrect) reported associated with this lot (0032382237) or any lots that were manufactured on the same date. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the device was intended to be placed during a gastrojejunostomy drainage procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. However, the use of this device in this manner would not have contributed to the reported event of stent size incorrect. Based on the available information, there is not enough evidence to determine the most probable cause of the reported event of stent size incorrect. Manufacturing record review for the associated lot (0032382237) confirmed that the device met all specifications and labeling requirements prior to distribution, and no similar complaints (i.e., stent size incorrect) have been reported associated with this lot or any lots manufactured on the same date. It is possible that the incorrect device was pulled at the healthcare facility. Therefore, the most probable cause was unable to be established. Block h11: block h6 (component codes) has been corrected.